Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Pictures of service screen and log files has been sent to technical support by customer. It was visible on the logs that the battery depleted alarm and oxygen cell depleted were triggered. It was also determined that no 2 point calibration performed on this unit. Alarm for blower temperature high was triggered on 05/12/2017. It was also known that the thermal fuse was blown and battery was hotter than 82°c.

Event description:
The customer reported battery failure errors and oxygen cell depleted alarms while using the bellavista 1000 neo unit. Patient involvement is unknown at this time.